Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd extension set exhibited leaking. The patient experienced this problem 3 times in short period. There were no patient adverse effects due to the reported event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis in a used condition. Visual inspection did not find any discrepancies. Leak test performed using hydrostat vessel and leak was detected in the air vent of the filter. Based on the evidence, the complaint was confirmed and the problem source of the reported event is unknown.